Event description:
It was reported that the customer's insulin pump has a cracked display. Customer's blood glucose level at the time 110mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.